Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin syringe. The customer reports that the needle broke in the skin and the customer stated he was able to retrieve the needle from the skin.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.